Event description:
In reviewing operative notes for the surgery, it was noted that when the surgeon removed the trial femoral component, there was a fracture of the medial femoral condyle. It was contained piece of bone between the notch and near the lug hole drill in the femur. This was press fit in place and then held in place with the femoral component. The knee was checked for stability after placement of the final femoral component and again this fractured fragment was well contained by the femoral component and it was not felt it would be a problem with stability of the knee. The surgery was completed without related complications.

Manufacturer narrative:
This report will be amended when our investigation is complete.